Event description:
A physician reported that after insertion of intraocular lens (iol), the trailing haptic was torn off. The wound was widened and the iol was removed, and replaced with a backup lens during initial procedure. No resistance was felt during insertion. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is adhered to the optic surface with solution. The optic is scratched/marked rejectable. Received video shows iol implantation. The cartridge and lens preparation and the lens loading were not shown. The cartridge tip came into view at the bottom of the screen as it was inserted into the incision. A slight override of the trailing optic is observed as the iol is engaged by the plunger tip. The plunger begins to advance the iol through the cartridge tip. As the plunger advanced the lens outside of the cartridge tip, the trailing haptic optic junction is observed to be crushed. As the iol unfolds, the haptic is observed to be broken/torn from the optic. The broken haptic is removed through the incision with the use of a surgical tool. The incision was widened. The remaining iol is then pulled through the incision with the use of a surgical tool additional information states that the complainant indicates the use of non company as a viscoelastic which is not qualified for use with the associated iol model. Plunger override was observed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified viscosurgical device (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).